Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97791; product type accessory product ID 97791, product type accessory product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced lead migration. Patient symptoms associated with the event included less than 50% therapy relief and unwanted abdominal stimulation (right mid abdomen stimulation). The patient was doing activities (bending and twisting) that caused the leads to migrate. Regarding troubleshooting it was noted that impedance testing, x-rays, and reprogramming were performed. It was also noted that the patient had injex bumpy anchors. Leads migrated down about 1/2 a vertebral body and one of the leads moved anterior. Action required involved revision; old migrated leads were explanted and new leads and anchors were placed and patient was reprogrammed. The issue was resolved. Patient status at time of the reporting was alive - no injury. Additional information noted dislodgment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.